Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that caller noted that the second implant, never worked as well as the first. When they changed it out the second one, they never got an established flow or no flow, the communication from the brain. The device just wasn't there like it was the first time around but they are willing to try it if they have a very solid connection.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient called back regarding a letter they received. Patient clarified that the issue they have was for the current active implant and there were no issues with the previous implants. Patient deems unnecessary responding to letter due to no issue with previous implants. Patient mentioned same symptoms previously reported. Patient mentioned that they are getting worse without the therapy. Patient mentioned needing a new physician. The agent sent physician listings to the patient. Additional information was received from the patient on (B)(6) 2025. They reported in a response to the patient letter that there were "no problems with my first device. It was changed because there was a new device and I was advised it would be beneficial to change."